Manufacturer narrative:
(B)(4).

Event description:
Surgeon did patient's first hip scope 7 years ago and only used smith & nephew's scope, probe and synovator blade 4.5 or 4.5 long curved concave full radius. At that time the surgeon did not use the rf probe. In 2011 the patient underwent another procedure with same surgeon who found a metal fragment inside her fovea and retrieved it. There was no scoring of the cartilage from this piece of metal presence. Both surgeon and patient are hoping that we can identify whether this is indeed the tip of a shaver blade.